Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a power adapter. The customer reports that the kangaroo epump power adapter has failed. There are physical signs of arcing. The connection points inside the power pack are blackened and the power adaptor no longer works. Additionally, the customer reports that there was no impact to the pt.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.